Event description:
It was reported that the patient experienced "fibromyalgia" and tremors bilaterally when the implantable neurostimulator (ins) was turned on. It was noted that the device was implanted into the patient's brain for pain in the lower extremities caused by a stroke. The tremors occurred mostly on the patient's left side and had been present before the ins was implanted. The patient also reported having to change programs on the patient programmer frequently or they would feel "like they were going to explode." The patient stated the ins was "frying their nervous system" and noted that those symptoms would go away if they changed programs. It was noted that the ins was effective in treating the patient's leg pain. The patient had scheduled an appointment with their doctor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3987a, lot # n268651, implanted: (B)(6) 2011, explanted: na; product type lead, product ID 3987a, lot # n174771, implanted:(B)(6) 2011, explanted: na; product type lead, product ID 37743, serial # (B)(4); product type programmer, patient product ID 37092, lot # 254640001, product type external antenna, product ID 3708340, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; product type extension, product ID 3708340, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; product type extension.

Event description:
Additional information was reported that the patient could not find anyone who could adjust the implantable neurostimulator (ins) properly, or a doctor that knows anything about the ins. The patient stated that he volunteered for implanting to test this device. The patient felt he was left without any help when problems occurred after implanted. The patient felt the ins could work if it was properly adjusted by someone who knows the device. When the patient was implanted it worked "fantastic", but only for a few months. The patient recently went to see a doctor, and the doctor was supposed to know how to install and adjust it. The doctor told him that he had never seen ins like the patient had. The doctor had his nurse tried a couple adjustments, they didn't work and the patient went back they tried another adjustment which did some kind of damage and the patient had lost at least 30% of control of his left side. The patient was told to leave the ins off. The patient wanted his ins straighten out by someone who knows the device. The patient also wanted to be monitored to make sure he doesn't get hurt anymore by the ins.

Event description:
Additional review indicates the information in MFR report # 3004209178-2011-09716 pertains to this manufacturer's report. Any additional info will be reported in this report.

Event description:
Additional information received reported that the patient had cortical stimulation for pain. The patient had side effects from to the past setting. The healthcare provider (hcp) told the patient that they specialize in movement disorders and a recommendation was made to see a specialist at a different clinic.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was "side effect from stimulator setting, not unexpected." No abnormal impedance measurements were reported. No error messages were reported. Reprogramming occurred approximately 4 months prior to this report and results were "side effects delayed. Patient preferred to keep deep brain stimulation (dbs) off." The patient did not require hospitalization due to the event.